Event description:
It was reported the patient had an infection. Nurse care resolved the incident and the patient was well at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient had an infection at the lead implantation site.

Manufacturer narrative:
Concomitant medical product: product ID: 37081-40, serial#: unknown, implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).